Manufacturer narrative:
An evaluation of the device cannot be performed as the device requested from hospital by patients attorney and was not returned to the manufacturer. Additional information (including x-rays and medical records) was requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. This is the same patient'/event as: MFR# 9616680-2012-00618.

Event description:
It was reported that: "doctor (B)(6) revised patient's hip due to suspected adverse local tissue reaction."